Event description:
The pt was implanted with saline prosthesis on 5/24/96. On 5/30/96 the physician noted that the pt had developed an infection and removed the device on 7/26/96. No additional info regarding this occurrence is available at this time.the manufacturer will request the return of the device for eval purposes and will continue its investigation of this occurrence.